Event description:
During procedure, surgeon noted that the medium clip applier was severing the vessel rather than clipping it. Device was removed from the field and replaced. The case was completed as planned with no injury to the patient. The clip applier was inspected by clinical engineering under a light microscope. A tight seal was noted on the discharged clips, but none of the viewed clips showed signs of jagged or sharp edges that might lead to severing a vessel. Images are available. The device will be returned to manufacturer for failure analysis.